Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced low flows and power disconnect alarms after 2 weeks of vomiting, diarrhea, low appetite and missed hemodialysis sessions. Log files were sent for review. The event log captured intermittent low flow alarms with elevated pulsatility index (pi) and as brief low flow estimates when the pi was elevated from (B)(6) 2026 the estimated flow was fluctuating below 2.5 lpm threshold. Most of these events were brief and didn¿t generate the alarms (less than 10 seconds to trigger the alarms). There no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the event log. The estimated flows were averaging from 2.2 to 2.4 lpm and pi averaging from 9 to 11.1 during these events.